Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a direct lateral interbody fusion at c3-l5. It was reported that the bone screw head snapped off during repositioning. The screw was removed from the patient. No patient complications were reported.

Manufacturer narrative:
Additoinal info: the screw was retuned in two separate pieces, the head and the bone screw. The saddle was not returned. The head has been de-threaded from the bone screw by torsional force in the counter clockwise direction. The weld that helps hold the head to screw failed. Visually the weld appears to not have full penetration in to the bone screw completely, however the bone screw is stuck inside the removal tool therefore the distal end of the screw is not available for examination. The damage to the shaft and threads of the bone is consistent with a removal attempt. The head of the bone screw was overcome be torsional force in the counter clockwise direction.